Event description:
It was reported that the cartridge was leaking from the o-ring. Customer loaded a new cartridge to address the issue. Customer's blood glucose (bg) ranged from 149 mg/dl to ¿high¿ on the continuous glucose monitor (specific bg value was not provided). Multiple attempts were made by tandem technical support to follow-up with the customer regarding the cause for the ¿high¿ bg; however, no response was received, therefore no additional information was able to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.